Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the bottom case had broken tabs and visible contamination. Base hardware failure, battery communication timeout, base not responding, and depleted battery found in pump event history log. During functional testing the reported issue was verified during visual inspection. There were several components on interconnect board are corroded and damaged. The root cause was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced interconnect board, battery, and performed power up process and all functional tests which passed.

Event description:
It was reported that the pump's interconnect board needs to be replaced. No patient injury was reported.